Manufacturer narrative:
Since no cf, no product and no details of the alleged event were provided, review can¿t confirm, if current failure mode is correct.

Event description:
It was reported that a patient experienced a dental implant loss.